Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead (B) (4) was capped and replaced due to non-capture, low impedance and undersensing. It was also reported the atrial lead (B) (4) was capped due to no capture, low impedance and undersensing. No patient complications were reported as a result of this event.